Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: model number/catalog number: sc-8216-50. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: artisan lead 50 cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-4318. Serial number: na batch/lot number: 39195074 model/catalog description: clik x anchor sterile kit. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient had infection. No further information has been obtained.